Manufacturer narrative:
Explanation: there was no death or device malfunction with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed at the distributor.  Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to the computer/analog board. The monitor failure did not contribute to the inappropriate treatment. The root cause for the driven ground failure could not be positively identified. Device manufacturer date: monitor: 09/23/2015, electrode belt: 08/15/2012. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The following factors could not be ruled out as potential contributing sources (per cause and effect diagram 90e0012_a09_revfi) to the reported problem. The factors are: double or triple counting. Patient error - did not follow training or respond to ifus, alarms, voice prompts. The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting. The multiple counting satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of six inappropriate shocks. The patient was reportedly conscious at the time of the event. Multiple counting contributed to the false detection. The response buttons were not pressed during the event. The received medical attention after the event and ended use of the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.